Event description:
The customer reported the coulter hmx hematology analyzer with autoloader generated flow cell errors and intermittently did not generate differential results. The customer stated that no erroneous patient results were generated nor reported out of the laboratory. The customer stopped using the instrument when flow cell errors and instrument flagged non-numeric results were generated during quality control (qc) runs. There was no report of death, injury, or change to patient treatment in connection with this event. A field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse replaced the diff sample tubing from the blood sampling valve (bsv) to the mix chamber, tubing from the mix chamber to flow cell. The fse disassembled and cleaned the ports on the bsv, the e-lyse pathway as preventative measures. The fse also ran bleach in primer mode and flushed with clenz, adjusted gains using latron, ran shutdown, startup, system test, latron, 5c controls, then ran a producibility test which passed within specifications. (B)(4).